Manufacturer narrative:
(B)(4)- secondary surgery, (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6)2010, in pt's left eye. The lens was explanted on (B)(6)2010, due to excessive vaulting with elevated iop. The pt's vision was blurry. The lens was exchanged for a shorter lens. Currently, there is occasional photophobia and some inflammation on the incision used for explantation. Iop is normal and using drops for inflammation.